Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis.. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or thrombus formation. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the stenosis 2 years post valve implant cannot be determined. However, it may be due to progression of disease process. The need for hospitalization for congestive heart failure (chf) is unknown. However, the patient has a pre-existing history of chf and there was no allegation of a direct relationship with the valve stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As per a clinical safety trial case with a 29mm sapien 3 valve in the mitral position, a mitral valve in valve (mviv) procedure was performed. Approximately 2 years post mviv replacement, there was a report that mitral regurgitation increased from 9mmhg-21mmhg between 1 year and 2 year follow up transthoracic echocardiogram. Upon medical record review, there was a report of possible significant stenosis, mitral valve mean gradient increased 21mmhg, and suspected leaflet thrombosis. The patient was hospitalized with congestive heart failure exacerbation. There was no report any intervention performed.

Manufacturer narrative:
A supplemental report is being submitted to correct the reportability of the event previously reported. The following sections of this report have been corrected/updated: b1 (report type), h6 (health effect - clinical code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). Per the initial report, approximately 2 years post mitral valve-in-valve replacement procedure with a 29 mm sapien 3 valve, there was mitral stenosis observed along with a gradient increase from 9 mmhg to 21 mmhg. Medical records were received, and it revealed there was possible significant stenosis with a mitral valve mean gradient of 21 mmhg and suspected valve thrombosis. The patient had been hospitalized with congestive heart failure (chf) exacerbation. There was no report of an intervention performed at the time. Subsequently, additional information was received via additional medical records. A transthoracic echocardiogram (tte) performed approximately 2 years 1 month post mitral valve-in-valve replacement procedure revealed there was thrombosis involving two of the valve leaflets along with significant prosthetic stenosis and a mean pressure gradient of 11 mmhg. The tte results indicate the cause of the stenosis was thrombosis. There is no information that suggests the sapien 3 valve malfunction, or that the use or miss-use of the device caused or contributed to the significant prosthetic stenosis. Therefore, this event is no longer FDA reportable.